Manufacturer narrative:
The navigation cart will not be returned to the MFR, however, a field service technician will repair the unit. The quality investigation is ongoing, and a follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that after a total knee arthroplasty was completed and when attempting to move the navigation equipment card, the unit began to fall over due to a damaged caster. A hospital staff member caught the cart and incurred an injury. The exact nature of the staff member's injury was not reported. The staff member was sent to an occupational clinic for evaluation and was removed from duties for approximately 1-2 weeks. The staff member attended one medical appointment associated with the injury and has returned to full wok duties, with no reported restrictions.